Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4) one device was returned for analysis. Visual inspection showed scratched lcd lens and a bubbled dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump was found to be over delivering to manufacture specification. As a result, the expulsor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump failed accuracy test. No adverse patient effects were reported by the customer.